Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) due to concerns of intermittent left ventricular (lv) loss of capture (loc) on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the device data and confirmed intermittent lv loss of capture. The plan is to further evaluate. No adverse patient effects were reported. This crt-d remains in service.